Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging the meter was displaying a "test with a new strip" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, no error message was observed during control solution testing. An error message was observed in the error log, however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.